Manufacturer narrative:
The cannula remained implanted and will not be returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The three reported issues involve the 70cc tah-t cannula and are reported under three separate medical device reports: (1) 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00018), (2) 70cc tah-t lot no. 096114 (MFR report # 3003761017-2019-00022) and (3) 70cc tah-t lot no. 096114. The customer, a syncardia certified hospital, reported that during a driver exchange at the clinic, it was discovered that the cpc connector on the tah-t cannula had a displaced spring (MFR report # 3003761017-2019-00018). The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer also reported stiffness of the cannula. The customer also reported that the physician had repaired two previous cannula tears (MFR report # 3003761017-2019-00022). The customer also reported that the physician replaced the connector and repaired/extended the cannula. There was no reported adverse patient impact.

Manufacturer narrative:
A picture of the cpc connector interface with a section of cannula was provided to syncardia clinical support. The photo shows the section of cannula closest to the cpc connector, which visibly looks yellower than new cannula. Review of the picture provided to syncardia of the cannula/cpc connector junction was unable to confirm the reported cannula stiffness. Due to the reported previous tears on the cannula for this patient, the patient's cannula had been cut and dressing tape was applied to the cannula. The application of dressing tape could have played a role in the cannula becoming stiff. It should be noted that no information is available about how the patient cleans the tah-t cannulae. Environmental exposure could have led to loss of plasticizers from the cannula material, causing the cannulae to become less flexible. Material stability and mechanical performance of pvc is negatively affected by aging. Over time, plasticizer leaches/ evaporates out of the pvc material, reducing the flexibility and elasticity of the material. It is likely that the reported stiffening of the cannulae resulted from exposure to environmental factors in the patient's surroundings. The syncardia temporary total artificial heart (tah t) with the freedom driver system operator manual (f 900013 en) and the syncardia temporary total artificial heart (tah t) with the freedom driver system guidebook for patients and caregivers (f 900014 en) instruct patients to examine their cannulae regularly and to not use cleaners on the drivelines, cannulae, drivers, or driver accessories. Users are to use extreme care when cleaning the freedom driver and drivelines and to wipe the drivelines gently with a soft, clean cloth lightly dampened only with water. The investigation could not definitively determine the root cause of the customer-reported stiffness, but it is consistent with previously reported cannula stiffness. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4646 follow-up report 1.